Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawers were not being detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawers were not detected on the bus. A field service engineer and technician inspected the unit and identified an intentionally disconnected retractor band. After this discovery, the attached knowledge article was applied to the affected components, and the drawer controller was replaced. The emergency department required access to the machine to retrieve medications. Once access was granted, a sufficient quantity of medications was inventoried until the requirement was met. Additionally, the drawer controller of auxiliary 2 half-height 6-2 had failed due to a defect and had been left disconnected by another technician during a prior service visit. This unreported fact completely blindsided the team, and further investigation was planned for the following day. Despite multiple follow-ups, no response had been received from the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawers were not being detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.